Event description:
It was reported that the patient expired. Review of the egms revealed that the lead had dislodged into the atrium. There were ams episodes and vt/vf episode. The vf episode stored appeared to break the arrhythmia but seemed that the device was ending af, not vf.

Manufacturer narrative:
A partial lead measuring 40.2cm from connector pin was returned. Without the entire lead, a complete evaluation could not be performed. Analysis of the returned lead portion found normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.